Event description:
Event [preferred term] did not achieve hemostasis [therapeutic product ineffective for unapproved indication], artery embolization was performed/for postpartum haemorrhage abnormal [off label use], artery embolization was performed/for postpartum haemorrhage abnormal [device use issue], narrative: this is a literature report for the following literature source(s): "a case of total hysterectomy due to uterine necrosis after uterine artery embolization for postpartum haemorrhage abnormal", saitama journal of obstetrics and gynecology, 2024; vol:54(1), pgs:28-34. A female patient received absorbable gelatin (absorbable gelatin), for postpartum haemorrhage, therapeutic embolisation. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: therapeutic product ineffective for unapproved indication (intervention required, medically significant), outcome "unknown", described as "did not achieve hemostasis"; off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "unknown" and all described as "artery embolization was performed/for postpartum haemorrhage abnormal". The action taken for absorbable gelatin was unknown. Therapeutic measures were taken as a result of therapeutic product ineffective for unapproved indication. Clinical course: from aug2017 to apr2023, artery embolization was performed for postpartum haemorrhage abnormal in hospital. Gelatin sponges and coils was used for patient who did not achieve hemostasis. Causality for "did not achieve hemostasis" and "artery embolization was performed/for postpartum haemorrhage abnormal" was determined associated to absorbable gelatin (malfunction). Initial corrective action: "n/a", comment: based on the information currently available, a causal association between the reported events and absorbable gelatin cannot be excluded.the events therapeutic product ineffective for unapproved indication, off label use and device use issue are considered associated with the product absorbable gelatin. This case will be reassessed when additional information is received.